Event description:
It was reported the programmer will not interrogate a device. The programmer was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head and electrocardiogram (ECG) connectors were loose on the link electronic module (lem) printed circuit board. It was also noted that the stylus was out of specification. Concomitant medical products: product ID 2067 rf (radio frequency) head. (B)(4).